Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08765 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The low battery alarm and off no power alarm functions properly during testing. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device was monitored for 2 days. No unexpected charge or battery anomaly, unexpected low battery alarm or unexpected off no power alarm noted. No drive or motor anomaly, unexpected motor grinding noise anomaly or rewind anomaly noted. The motor was tested outside of the device and passed. All buttons function properly. No unresponsive buttons or button error alarm noted. During visual inspection, the keypad connector on the lcd was found locked properly. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads, cracked case at the reservoir tube window corner and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sometimes buttons press were delayed during prime. The customer blood glucose level was unknown. It was also reported that insulin pump received occasionally unexplained no delivery alarms and customer had rewind insulin pump more than once during rewind process. It was also reported that the insulin pump makes grinding noise during rewind and low battery indicator did not work properly. The insulin pump will not be returned for analysis.